Event description:
It was reported that the customer had a high blood glucose level of 483 mg/dl. Customer bolused with the insulin pump. Customer reported that the transmitter does not blink when connected to the sensor. Customer also had lost sensor alerts. Customer found a bent sensor cannula. Customer stated that it was bent almost like the letter "s" and the other one was bloody but straight. Customer used a serter for insertion. Customer stated that she was very lean due to having her pancreas removed and spleen issues. Customer was advised to change the infusion set. Customer pulled out the sensor and it was bent. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.